Manufacturer narrative:
Per the user guide: empty cartridge alarm - your t:slim x2 pump detected that the cartridge is empty and all deliveries have stopped. Tap close. Change your cartridge immediately by tapping options from the home screen, then load and follow the instructions in chapter 5.3. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact observed the pump basal rate changed to 0.0 units. Tandem technical support (cts) reviewed pump data and an out of insulin alarm was identified. There was no reported impact to customer's blood glucose. Although multiple attempts were made by cts to obtain additional information, customer did not reply.